Event description:
Chair alarm box with possible defect. The pad was connected but sat loose, the "alarm" did not go off when the patient gt up. Patient with left elbow laceration.

Manufacturer narrative:
M200 power on function test per pd-00582(74390702000-a). Both pad 1 and pad 2 jacks failed to detect pad insertion or pad activation. Pad plug insertion does not give positive tone due to bent tines on pad jack 1 and 2. Power supply sent in with unit. Works all switches and buttons function properly as per instruction manual. All tones and volumes function. Recorded voice plays back at nominal volume and clarity. Tested nurse-call cord and jack, operations were nominal. Nurse call cord sent with unit. Works. Pad not returned